Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation as per suspected endocarditis. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. A picture was provided, customer report of "perforation" was confirmed through image evaluation. Images showed outflow aspect of an explanted valve. A perforation was visible on one of the leaflets. Cloth was cut off and exposed metal band. It is possible that suture tail abrasion could have potentially contributed to the reported perforation of the leaflet. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed.

Event description:
Edwards received notification that a 21mm inspiris resilia valve implanted in the aortic position was explanted from a 28-year-old patient after an approximate implant duration of two (2) years and five (5) days due to a perforation on the right coronary leaflet probably as a result of an infectious process leading to severe restenosis (mean and peak gradient of 50-55mmhg and 80-85mmhg respectively) and mild regurgitation. Reportedly, leaflets did not appear degenerated or calcified. As reported, patient probably had endocarditis after an unknown implant duration, and it was concluded to be the cause of the valve failure. Endocarditis was never confirmed by positive cultures. The suspected endocarditis was no longer active at the time of the event. Patient was classified in class iii nyha. A 25mm non-edwards mechanical valve was implanted in replacement. Patient was discharged in good condition.